Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, swap insert due to infection.

Manufacturer narrative:
The alleged complaint could not be confirmed. Based on the provided information from the reporting sales representative, this patient underwent a surgical operation to address an infection. During the operation, the tibial insert was revised and replaced. No other implants were noted to have been removed or replaced. It was indicated that the index operation occurred between 30 and 35 years prior to this operation. The tibial insert was originally manufactured in 2008 and underwent a repack rework operation in 2021. Therefore, it is possible that this patient underwent a previous revision operation as well, but no other details were received. Review of the device history record (DHR) for the subject manufacturing lot indicates that this product met all established acceptance criteria throughout manufacturing processes, including all aspects related to cleaning and sterilization. Furthermore, mpo has not received any other complaint reports for the subject manufacturing lot nor for other manufacturing lots in the associated sterile batches, sbne14208 and sbne11321. Infection is a known risk of total knee arthroplasty as well as any surgical procedure. The microport knee systems package insert (150806) lists "delayed wound healing; deep wound infection (early or late) which may necessitate removal of the prosthesis" as possible adverse effects of total knee arthroplasty. The source of the infection cannot be determined from the available information. Mpo has not identified any trends for infection at the time of this complaint. This issue will continue to be monitored through complaint tracking.